Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the latch sensor cable was damaged. A field service engineer replaced the sensors and kept them in place to resolve the issue. The system functioned as intended after a field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia system that it had a drawer failure. The customer reported able to get medications from another station and there was no delay in patient workflow. There were no adverse events or injuries reported based on this incident.